Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stents remained implanted and were not available for evaluation. However, x-ray images and video files were provided. Based on these images a twisted segment of the stent placed in the iliac artery could be identified; however, a stent fracture could not verified. Another stent was found in the superficial artery. The stents were not placed overlapping. Based on the information available and the evaluation of the x-rays provided twisted segments of the placed stent in the superficial artery is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, potential contributing factor for the reported issue were found addressed. The instruction for use states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment."; "predilation of the lesion should be performed using standard techniques" and "post stent expansion with a pta catheter is recommended." D4 (expiry date: 01/2022), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven months post stent placement procedure, the stent allegedly fractured. Reportedly, the patient allegedly experienced ischemia. The current patient status is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stents remained implanted and were not available for evaluation. However, x-ray images and video files were provided. Based on these images a twisted segment of the stent placed in the iliac artery could be identified; however, a stent fracture could not verified. Another stent was found in the superficial artery. The stents were not placed overlapping. Based on the information available and the evaluation of the x-rays provided twisted segments of the placed stent in the superficial artery is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, potential contributing factor for the reported issue were found addressed. The instruction for use states: "to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment."; "predilation of the lesion should be performed using standard techniques" and "post stent expansion with a pta catheter is recommended." H10: b5, d4 (expiry date: 01/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven months post stent placement procedure through external iliac and right common femoral, the stent allegedly fractured. Reportedly, the patient allegedly experienced ischemia. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images and videos were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified. (Expiry date: 01/2022).

Event description:
It was reported that during a stent placement procedure, the stent allegedly had a fracture leading to a high risk of amputation. The current status of the patient is unknown.